Event description:
Ous MDR - a suspected helix fracture was reported for this lead. Biotronik was not informed about the implantation and explantation dates. An event date was not made available as well.

Manufacturer narrative:
Ous MDR - the analysis found residues of coagulated blood in the lumen of the lead. Since no damage to the insulation could be detected, it has to be assumed that the blood was probably brought into the lead by a stylet during the operation. No indications of materials defects or manufacturing errors were found.